Event description:
Caller reported experiencing multiple cartridge alarm 20 issues, both past and present, which were confirmed by technical support in the pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, technical support sent a replacement pump with updated software to the customer, and the caller agreed to use an alternate insulin delivery method, mdi, during the interim. The customer also received instructions on returning the faulty pump and handling the replacement.